Event description:
The manufacturer was previously notified that a service required alarm condition occurred. There was no harm or injury reported. The device evaluation was completed by a third-party service center. A service required alarm indicating a circuit mismatch alarm was observed in the device's downloaded event log. The device's machine flow sensor was replaced to address the issue. The following components were replaced due to contamination: the device's rear cover, main housing, system board tubing, blower chassis tubing, fio2 tubing and low flow o2 tubing. The following components were replaced as per preventive maintenance protocol: the device's particulate filter, air inlet foam filter, proportional valve, three-way solenoid valve and muffler assembly. The front panel was replaced due to damage. The device was tested and passed all final testing.